Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the battery of a v60 ventilator "is not charged". The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 06aug19. Date of report: 07aug19. The service technician indicated the customer declined purchase order (po). If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.